Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data log reports from the reported day of event are consistent with complaint and show apparent failure of optical bench lamp (manifested by unusually low value of "light" parameter, consistent with light bulb not being powered), that remained unresolved after bench self-reset, and also after power-cycling of the console. The returned console was tested, and the issue was not reproduced, despite multiple boot-up cycles. Monitoring the optical bench current during aic start-up did not reveal any anomalies. The cause of the issue was not determined because issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm immediately after bootup. This aic was replaced with a new aic resolving the issue, and the procedure was successfully completed. There was no patient harm reported.